Event description:
Physician reported resistance was met by nurse upon removal of catheter. Catheter was stretched, breaking off approx 1cm, and remains in pt's back. Neurosurgeon consulted and cat scan completed.